Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that their programmer was replaced on (B)(6) 2018. The patient stated that they would not be returning their old programmer or the replacement. The patient also mentioned that they had not had any resolution on any of their devices. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pevic floor. It was reported the patient said the patient programmer (pp) would not switch programs, and it would automatically turn off. If patient turned pp on and off, and on then it would switch the programs. It was noted the representative was aware of this issue and she tried herself, it didn¿t work. No further complication and no symptoms were reported. (B)(6) 2018. (B)(4). Additional information received from the consumer reported that she received a replacement programmer and the same issue was occurring. The patient clarified that she could make an adjustment to the setting but when she turned off the programmer or switched programs the setting did not remain changed. The patient had increased from 0v to .1v and after turning the programmer off and resyncing the setting reverted back to 0v. The patient attempted to adjust the rate and no change occurred. It was noted that a manufacturer representative had checked the leads and determined they were fine. The patient was directed to follow-up with the healthcare provider to use the clinician programmer as the issue did not appear to be with the patient¿s programmer. On (B)(6) 2018 additional information was received from patient. It was stated the parameter patient was seeing on pp in addition to amplitude was pulse width, not rate. Additional information was received from patient on 2018-august-08. It was stated patient mentioned ¿this was ridiculous¿ to have a ¿device that was not working¿. Patient services (pss) asked if patient follow up with healthcare provider, patient stated she had not because her doctor didn¿t know how to program device. Pss offered to reach out to representative on patient behalf. Additional information later from representative (rep) stated that the last appointment rep met with patient in (B)(6), patient had not expressed dissatisfaction with the device since this meeting and if patient had an issue, patient needed to contact with doctor¿s office to discuss the issue. Additional information was received from rep on 2018-august-15. It was stated the patient no longer wanted to work with previous rep based on past experience. Patient had implanted for urinary issues. It was noted they would have a different rep to meet with patient for checking the device. Additional information on 2018-august-16 was received stated that ps agent called patient and suggested that patient call hcp office to schedule an appointment. No further complication and no symptoms were reported.